Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. When the fill-port cap was removed, no evidence of leak was observed at the fill-port. A functional test was subsequently performed. During and after fill, no evidence of leak was observed at the level of the fill-port. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The customer stated that the leak was from the level of the filling port. This occurred during filling with chemotherapy. There was no patient involvement. No additional information is available.